Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. No cracks at lcd window noted.

Event description:
It was reported that the customer's insulin pump was damaged. The lower right of the display had a crack. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.